Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that the patient experienced that the infusion set fell off during use. Infusion set was in use for 1 day to less than 2 days. No further information was available.